Event description:
During troubleshooting of an unrelated alarm on the homechoice (hc) device, a technical service representative (tsr) discovered that a home patient (hp) replaced an empty heater bag with a full bag during automated peritoneal dialysis (apd) therapy, while the hp was connected. The tsr explained proper procedures with the hp and assisted with ending therapy. The hp planned on completed therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient (hp) reported disconnecting a used heater bag and reconnecting a new heater bag to the same cassette. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.